Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned nail revealed the housing tube had cracks at the anti-rotation lug in the crown region and the anti-rotation lug was broken in four pieces which confirmed the reported failure. X-ray images of the internal components confirmed the broken anti-rotation lug. The work order was reviewed and confirmed the device passed all inspections per the acceptance tests. A review of the manufacturing x-ray image showed the anti-rotation lug (crown) was seated properly in the housing body. The inspection data for the lots of anti-rotation lug and housing tube were reviewed and confirmed the parts met design specifications per the engineering drawings. Based on limited information provided and no specific details provided with regard to a cause that may have caused the failure, the exact cause for the confirmed failure mode cannot be determined. However, based on the type of breakage observed, it is possible the nail broke due to stress generated from weight bearing activities. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. Device labeling: per the precise instructions for use "the precise intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. For humerus applications, patients should not bear any weight on the treated limb. Patients should utilize external support and/or restrict activities until consolidation occurs."

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail malfunctioned. No further information has been provided.